Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k193473, k210608 - reported here as PMA # exceeded character limit for designated field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) was removed from the patient for an unspecified reason. No further details were provided regarding the cause or condition leading to the explant. No additional adverse patient effects were reported